Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The customer troubleshot with technical support and was instructed through the calculation for proximal sensor at 1 using the zero offset and the ventilator passed the pressure accuracy test.

Event description:
It was reported that the ventilator was failing the pressure test. No patient involvement. Event date not specified; estimate used.